Event description:
The reporter stated a cc4204a collamer single piece lens was noted to be torn in the vial. The lens was not used or loaded and there was no patient contact. The reporter stated the lens was received that way and was defective.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B) (4).